Manufacturer narrative:
Initial eval of the returned device finds it to be in good physical condition. A series of photos have been taken for reference. A small amount of residue is noted on the inside corners of the proximal end of the device. A high magnification inspection of the attachment features find no anomalies. The device was evaluated for dimensional anomalies, none were noted. There is sufficient physical evidence to conclude that the device was used improperly. A review of past incidents and recent testing data leads to a conclusion that it is highly likely that the device was not securely fastened to the laryngoscope prior to intubation. The conclusion is presented because the removal of the blade extender is quite difficult unless an lar-ER, blade extender removing tool, is used. Thus normal usage will not result in the device detaching from the laryngoscope. A request will be made from the customer to obtain the laryngoscope for eval of anamolies. Any response or data will be further documented and sent to the agency accordingly. Customer misuse is the likely cause of the failure of the device from the laryngoscope.